Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient has not recharged or used the ipg in over 5 months. The patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation after the patient's ipg failed to communicate with external devices. No additional information is known at this time.

Event description:
Follow-up information received indicated that surgical intervention may take place at a later date to address the issue.